Manufacturer narrative:
The device was returned and evaluated. Evaluation found that the pin at the biopsy was missing and that there was a loose biopsy tube. Additional findings include; the image had black dots. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the biopsy tube was loose on the bronchovideoscope. The issue occurred during preparation for use for diagnostic procedure for a bronchoscopy. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, loose biopsy tube was confirmed. No definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.